Event description:
It was reported that two of the little metal pieces on the umbrella of a fbrc were allegedly disconnected from the plastic. This was discovered after a failed retrieval attempt. The physician removed the device from the patient and noticed that the two prongs were disconnected. A new device was used to complete the procedure without any difficulty or injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned and the evaluation is currently underway. The current IFU states: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone. Ensure adequate clearance in small vessels before deploying the recovery cone. If resistance is experienced during the retrieval procedure, check the captured filter or foreign body and introducer catheter using fluoroscopy.